Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor produced cap v faults and discharger profile faults. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation intermittent connections were found on quad micropower op amp u901. The causes for intermittent connections were poor solder joints at pins 11 and 12 on u901. The root cause for the poor solder joints could not be positively identified, but was likely a manufacturing error. No adverse event resulted from the defective u901 component. The last pt to use this monitor did not report any deficiencies.